Event description:
It was reported that during an anterior cruciate ligament surgery the tightrope broke. There was no harm for patient, operator or third party. The surgery was finished successfully and the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update 14-apr-2023 nen: further information revealed that the surgery was finished successfully with a new device with the same part number.

Manufacturer narrative:
The most likely cause for the reported failure is user error. Per the surgical technique, the sutures should be tensioned perpendicular to the button face. The sutures will break when pulled against the edge of the hole in the button (not perpendicular). Eco-37907 was implemented to improve the design of the button to reduce these failures due to misuse.